Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of 426 mg/dl. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer felt nausea regarding high blood glucose. Customer was not called back to perform an high pressure test. The customer was treated for the high blood glucose with manual injections. Customer was not using the auto mode system at the time of reported event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump was not returned for analysis.